Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface approximately three (3) months post-operatively to address instability and pain. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices: persona cemented all-poly patella 38mm catalog#: 42540200038, lot#: 67002368, persona cruciate retaining standard porous femoral component catalog #: 42502806801, lot#: 67000796, persona trabecular metal two-peg porous tibial component left size f catalog#: 42530007501, lot#: 65000440. G2: report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. A photograph was provided of the explanted device, however, no device failure could be identified and the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.